Event description:
Tap of zeroing stopcock came off from housing.

Event description:
Patient was at ICU. 1. Bleed back was confirmed by clinician (clinician thought something strange this incident, because saline was flowed by syringe pump). 2. Clinician operated flush system to flush bleed back but saline was leaked from zeroing stopcock. 3. Clinician operated stopcock to confirm leakage and stopcock came off.